Event description:
The customer reported the images are blurry, the image was not circular and the monitor image was dark.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep adjusted the monitor contrast/brightness. Also a beam alignment was performed. The system operates as intended.